Event description:
Per contact, the internal wire and string became disconnected. Contact state a good tug was given. They were able to do two bandings. Another ligator was used to complete the procedure.